Manufacturer narrative:
Section d. Suspect medical device; corrected info: initial MDR inadvertently reported incorrect suspect device information.

Event description:
Information was received that the patient's device output current was increased with some improvements with seizure control, upon swiping the magnet stimulation was now felt. No additional relevant information has been received to date.

Event description:
It was reported that the patient does not feel the device going off and the patient is having myoclonic seizures since implant. The patient's medication was changed recently. Upon the patient's implantation, the device diagnostics were within normal limits. No additional relevant information has been received to date.